Manufacturer narrative:
Pump was received with a blank display due to moisture damage on the electronic assembly, case cracked behind pump near battery compartment and case cracked behind pump at corner of belt clips rails. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 14.9 mmol/l. Customer also stated that there was hairline crack on backside of insulin pump. The device will be returned for analysis.